Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, 90% stenosed, de novo lesion in the mid right coronary artery. After pre-dilatation, the 4.0x18mm xience prime stent was deployed; however, a proximal edge dissection occurred. The dissection was treated with a 4.0x15mm xience prime stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation and a malfunction did not occur; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.